Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that fluid was seeping from the implantable neurostimulator (ins) battery replacement site. The surgeon stated that there was enough seeping to saturate the patient¿s clothing. They felt it was best to explant the ins battery only, leaving the patient¿s paddle lead in tact in case they wanted a new battery in the future. The ins was explanted on (B)(6) 2017 and the issue was resolved. It was unknown if any environmental or external factors could have led or contributed to the issue. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.